Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an intermittent audio output and an adverse event occurred. The patient¿s continuous glucose monitor (cgm) value was 150 mg/dl at 6:00 am; she went to bed for a nap and woke up two hours later on the kitchen floor. The paramedics were called to the residence by her husband. Her glucose level was 20 mg/dl on the blood glucose meter and by cgm which had not alerted. The patient did not require hospitalization and was treated by paramedics at the scene with administration of half a glucose tablet. At the time of contact, the patient was in normal condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted up successfully. A receiver download was performed and passed. Functional testing was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. A global communication tool tone at medium test was performed and passed. A manual try it functional test was performed and passed. The receiver case was opened for further evaluation and the internal inspection passed. The speaker resistance was measured and was within specification. The allegation was not confirmed. The probable cause could not be determined.